Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The exact cause of the reported event could not be determined. Review of the patient history buffer (phb) data downloaded from the pod confirmed that the pod lost communication with the sensor for an extended period of time. Inspection found no damages or deficiencies that would result in communication issues between the pod and sensor. The exact cause of the pod-sensor communication issues could not be determined. Inspection of the pod housing found the bottom housing vent to be damaged. The exact timing and cause of the damage could not be determined. The download data from the pod showed that an 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 5 and 24 hours. The patient applied antiseptic with cotton to the site. A communication error occurred during wear and the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). A new pod was applied and the patient was prescribed flucloxacillin antibiotics for treatment.

Manufacturer narrative:
Correction to b5 - describe event or problem.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 5 and 24 hours. A communication error occurred during wear and the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). A new pod was applied and the patient was prescribed floxin antibiotics for treatment.